Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, the wake button was unresponsive. Customer's blood glucose ranged between 197-over 400mg/dl. Reportedly the customer continued to use the pump for insulin therapy.